Manufacturer narrative:
Based on the information received, clinical evaluation confirmed the total aortic occlusion (to right femoral and to left external iliac artery). Procedure related harms could not be determined and the final patient disposition was reported to be doing fine post conversion. The clinical assessment determined that there was evidence to reasonable suggest: an intraoperative, unresolved type ia endoleak, and an unresolved irregular fill of the seal ring (invagination) and an ab stent stenosis and angulation that resulted in preferential blood flow down the right side, that was not included in the event as reported. These findings were discovered on (B)(6) 2018, during review of the initial implant angiogram. The root cause was determined to be user-related: (off label aorta and iliac) with contributing factors of intra-operative type ia endoleak; invagination; mechanical stenosis of the ab and left limb stent. The devices were discarded and not returned to endologix for evaluation. The review of manufacturing lot confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. Four (4) day post initial implant, the patient returned with a clotted off graft and had to be converted to an open aorta bi-fem and the stents were explanted. The physician stated that the vessels were just too small combined with the angle for flow to be sufficient. The patient was reported as doing fine post - secondary. There have been no additional patient sequelae reported.